Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and gastrointestinal bleeding. At some time post filter deployment, it was alleged that the filter struts perforated and detached. The device was removed successfully. The detached strut retained in the patient body. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned. Medical records were provided and reviewed. Approximately, four year and three months of post deployment, patient was planned for old filter retrieval and implantation of new filter. Through the right internal jugular vein approach, a catheter was advanced into the inferior vena cava. There was inferior vena cava filter already in place. An inferior vena cavogram was performed which showed that the filter legs were penetrating the inferior vena cava and at risk for future complication and decided to remove the filter. Successful retrieval of existing inferior vena cava filter. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for filter limb detachment and perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.